Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly: as reported, when deploying the 5f mynxgrip vascular closure device (vcd) the tech stated that the balloon popped, and the device was removed. The balloon lost pressure upon inflation at the 2nd stop. There was no reported patient injury. The patient recovered after the event and manual compression was held for 15 mins, and hemostasis was achieved. There was no visible damage at the distal end of the sheath after removal. The mynx vcd was prepped according to IFU instructions. The procedure used a retrograde approach. The balloon lost pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device per mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f2127909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (presence of pvd / calcium in the vicinity of the puncture site) and/or the condition of the procedural sheath (although not returned) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly: this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot#f2127909 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when deploying the 5f mynxgrip vascular closure device the tech stated that the balloon popped and the whole device needed to be taken out. The balloon lost pressure upon inflation; 2nd stop. There was no visible damage in distal end of the sheath after removal. There was no reported patient injury. The patient recovered after the event and manual compression was held for 15 mins, and hemostasis was achieved. The procedure used a retrograde approach. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.